Event description:
The patient attempted to remove a tampon in 2009 and the withdrawal cord detached from the tampon pledget. Two days later, the patient visited an emergency room for removal of the tampon. The tampon was successfully removed and no medications were given or prescribed. Confirmation of medical treatment was provided to the manufacturer.

Manufacturer narrative:
Evaluation summary: withdrawal cord integrity testing was performed on 7 samples returned by the customer from the same carton of devices purchased. All returned tampons had intact withdrawal cords an no sewing defects were noted. Samples were tested for cord anchor strength and all results were above the specified minimum value. The patient was unable to provide the lot number of the product. No investigation of production records was possible, although data related to tampon integrity and tampon withdrawal cord integrity are continually reviewed and trended by the manufacturer as a standard procedure.